Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter thoracic aortic aneurysm approximately 16 months ago. Vessel morphology from the time of implant is unknown. Currently the thoracic aneurysm is 4.5 cm in diameter and there is disease progression with dilatation of the thoracic aorta. It was reported that a recent CT scan demonstrated that the dilatation of the thoracic aorta has resulted in a distal type I endoleak. The physician implanted another stent graft and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression/dilatation of the thoracic aorta). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression/dilatation of the thoracic aorta).